Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient¿s device and chronic epicardial right ventricular (rv) pace/sense leads (with adapters) and high voltage patches (w/ adapters) were generating electrogram noise. Additionally. The local representative reported normal shock impedance during defibrillation (dft) testing but was now recording greater than 200 ohms. Ts discussed and suggested that each individual epicardial high voltage patches could be assess for integrity through impedance testing. Two days later, the patient was presented back to the electrophysiology (ep) laboratory. The epicardial rv pace/sense leads (with connectors) and high voltage patches (with connectors) were taken out-of-service and replaced with a transvenous rv defibrillation lead (model#0185). According to the local representative, the physician had no allegation of device malfunction. The adapters were disconnected and removed. The epicardial system was surgically capped. The chronic device remains inservice.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.